Event description:
This spontaneous case was received via lawyer and refers to a social media post. It refers to an unspecified number of patients who had inserted essure and experienced ectopic pregnancies with contraceptive device, stillbirths and even died. The occurrence of additional non-serious events weight increased, multiple allergies and alopecia was also reported. Derailments os each individual patient, essure insertion dates, events onset dates, causes of deaths and causes of stillbirths were not reported. Other pregnancies related information were not also provided. The reporter considered alopecia, death, ectopic pregnancy with contraceptive device, multiple allergies, stillbirth and weight increased to be related to essure. This case with very limited information was received via lawyer and refers to a social media post. It refers to an unspecified number of patients who had essure inserted and experienced ectopic pregnancies with contraceptive device, stillbirths and even death. Derailments of each individual patient and each individual child were not given and therefore, the dates and causes of death and stillbirths were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported deaths and stillbirths as not assessable. In addition, the serious injury ectopic pregnancies with contraceptive device was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was received via lawyer and refers to a social media post. It refers to an unspecified number of patients who had inserted essure and experienced ectopic pregnancies with contraceptive device, stillbirths and even died. The occurrence of additional non-serious events weight increased, multiple allergies and alopecia was also reported. Detailments os each individual patient, essure insertion dates, events onset dates, causes of deaths and causes of stillbirths were not reported. Other pregnancies related information were not also provided. The reporter considered alopecia, death, ectopic pregnancy with contraceptive device, multiple allergies, stillbirth and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc this case with very limited information was received via lawyer and refers to a social media post. It refers to an unspecified number of patients who had essure inserted and experienced ectopic pregnancies with contraceptive device, stillbirths and even death. Ectopic pregnancy and stillbirth are anticipated for essure, while death is unanticipated. Detailments of each individual patient and each individual child were not given and therefore, the dates and causes of death and stillbirths were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions); patient¿s concurrent conditions; concomitant medications or past medical history. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported deaths and stillbirths as not assessable. In addition, the serious injury ectopic pregnancies with contraceptive device was reported. Considering the product safety profile, causality was assesses as related. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.